Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 214905321 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked and broken; no ECG signal wires were broken inside the shaft. In conclusion, the reported issues were confirmed through testing. The mapping catheter failed the test due to kink/ fracture of the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter twisted and then broke. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.